Manufacturer narrative:
The customer¿s report that the device read an infused amount over than expected could not be confirmed or replicated during this investigation. The reported infusion of blood/packed rbc_bag on the reported date ((B)(6) 2021) had the vtbi updated once after a suspected new bag was hung at 1:39 pm; however a new bag or its actual volume could not be confirmed from the log analysis. Following the infusion complete alarm, the vtbi was updated to 30 ml at 3:26 pm and the infusion was terminated at 3:28 pm following an ail alarm. The total volume infused for this infusion was recorded at 380.95 ml. The inspection and testing process performed on the pump module found no existing malfunctions that could contribute to the reported issue. The device was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot, or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection, and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customer¿s report that the device read an infused amount over than expected could not be identified in this investigation. Sample inspection: the inspection process performed on pump module s/n (B)(6) found it to be in good condition. Stickiness was observed with the latch device connector. Log analysis results: a review of the pcu event log for the programming details on the reported event date of (B)(6) 2021 prior to the reported time of 3:30pm shows at 12:13 pm that the pump module was programmed to infuse drugid= 404 (packed rbc_bag) at a rate of 200 ml/h and vtbi of 250 ml. The primary volume infused (pvi) was noted as 0 ml. At 1:16 pm, the rate was manually changed to 220 ml/h. The pvi was noted as 208.515 ml. At 1:27 pm, the infusion completed. The pvi was noted as 250.016 ml. One minute later, the vtbi was manually changed to 30 ml. At 1:36 pm, the infusion completed. The pvi was noted as 280.094 ml. Both the rate and vtbi were manually changed: rate to 75 ml/h and vtbi to 15 ml. Four minutes later, both the rate and vtbi were manually changed: rate to 220 ml/h and vtbi to 300 ml. At 1:45 pm, the volume infused noted as 306.153 ml was cleared. At 2:46 pm, both the rate and vtbi were manually changed: rate to 230 ml/h and vtbi to 150 ml. At 3:25 pm, the infusion completed. The pvi was noted as 372.656 ml. One minute later, the vtbi was manually changed to 30 ml and the volume duration was viewed three times. At 3:28 pm, the pump module alarmed for air in line and the channel off key was pressed. Both the pvi and total volume infused was noted as 380.95 ml. The pcu was powered off. No further infusions were noted from the pcu event log. Test results: timed rate accuracy test was performed on the pump module s/n (B)(6). The device was found to be delivering fluid within specification. Sear functionality testing was performed using both the received pump module and new model 2420-0500 primary administration sets. The results indicate the sear was able to engage the safety clamp when the door was opened on all six of the six (6) test trials. Test methods: 1503-001-006-r (timed rate accuracy). 1503-001-029-r (alaris system over infusion test method). Device history review: a review of the pump module device history record showed the device had a manufacture date of 9/14/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that the device read 380.95ml volume infused after a blood transfusion however the prbc bag had a volume estimated by blood bank of 300 ml to a max 320ml. There was no patient harm reported. The event occurred on the hematology oncology unit. The customer confirmed that there was no carrier fluids used during the transfusion. Biomed initial testing shows that ¿flow is blocked¿ and concerned with the accuracy of the device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device read 380.95ml volume infused after a blood transfusion however the prbc bag had a volume estimated by blood bank of 300 ml to a max 320ml. There was no patient harm reported. The event occurred on the hematology oncology unit. The customer confirmed that there was no carrier fluids used during the transfusion. Biomed initial testing shows that ¿flow is blocked¿ and concerned with the accuracy of the device.